Manufacturer narrative:
The lot number information was not provided therefore a device history record (DHR) review could not be performed. A uvc catheter was received at the plant for evaluation. The catheter showed signs of use (dirt and blood residue). It can be noted that the catheter was broken at the 9cm section. The other part of catheter was not returned. Based on sample evaluation, the investigation and available information, it can be concluded that the damage to the device occurred during use. This suggests that the device functioned as intended for a certain amount of time. The most probable cause could be attributed to damage during use if the instructions for use were not followed causing catheter breakage during use. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a uvc. The customer reports that upon catheter removal from neonate the catheter broke leaving a 8.5 cm section within the patient.